Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt had a sudden loss of stimulation. The pt programmer could locate the ipg and turn the amplitude all the way up on all programs, but the pt felt no stimulation. X-ray showed that one of the leads was pulled 5 to 6 inches from the header of the ipg. The lead was connected to an extension. The first contact broke off of the extension in the ipg which caused the header to be damaged and unusable. The doctor connected a new extension and ipg on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.